Event description:
It was reported the patient is no longer receiving stimulation in her back and buttocks. A sjm representative was unable to resolve the issue with reprogramming. Reprogramming will be attempted again at a later date. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.